Manufacturer narrative:
G3 date received by manufacturer (mo/day/yr), corrected data: initial report inadvertently reported initial aware date as (B)(6) 2021 and it should have been (B)(6) 2021.

Event description:
It was reported that the patient has had ongoing seizures since the most recent office visit. Diagnostics from the most recent visit were within normal limits. No additional relevant information has been received to date.